Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's family that the patient is deceased. Per the patient's daughter, the patient "never left the hospital" and the physician could not explain why the patient "was sick and having problems after the surgery". The patient is reported to have died due to heart failure and the "the device didn't shock". Per the patient's spouse, the death was due to a "bad lead wire". Further review of the manufacturer's database indicated the patient died approximately four months after lead implant.